Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a discrepancy between ilet and fingerstick readings, with the ilet showing 164 mg/dl and the fingerstick reading 271 mg/dl. The user, wearing a dexcom g7 continuous glucose monitor (cgm), decided to replace the sensor since it was nearing expiration. The agent guided the user through the sensor replacement and confirmed successful pairing and warm-up. A follow-up fingerstick read 168 mg/dl. The highest blood glucose (bg) recorded was 271 mg/dl. Bg was corrected after replacing the sensor. No symptoms were reported, and no medical intervention was required at the time of call.